Event description:
Edwards received notification of an evoque procedure in tricuspid position where during the procedure the ivc was very tortuous and insertion was very challenging. The physician was advised to not continue with the procedure, but decided to continue. An ivc gram was done after deployment showing some bleeding from the ivc. A gore stent was placed and the physician was pleased given the challenges.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for resistance during device insertion, difficult to insert was confirmed with other empirical evidence via information reported by an edwards clinical specialist. No manufacturing non-conformities were suggested during the complaint event. Available information suggests that patient conditions (tortuosity in the access vessel) contributed to the reported event. Resistance during device insertion, difficult to insert was confirmed with other empirical evidence via information reported by an edwards clinical specialist. The complaint event describes insertion being very difficult due to severe tortuosity of ivc. Bleeding from ivc was noticed after deployment of valve likely due to the excessive force required to navigate the tortuous anatomy. However, a gore stent was placed and the patient was fine. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.